Event description:
Customer reported that she bent over and the insulin pump fell in the toilet. Customer stated that the device was flushed and she could not see it. Customer reported the device as lost. Blood glucose value was 182 mg/dl. Nothing further reported

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. It was unable to perform functional testing due to blank display. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.